Manufacturer narrative:
It was reported that the compressor was showing low pressure alarm. There was no patient harm. The field service engineer found that an internal tube in the compressor mini was broken. The problem was solved by replacing the tube. No additional information has been received. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The conclusion in this matter is that an internal compressor tube was defective and leaked. As no goods were returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor was showing low pressure alarm. There was no patient harm. Manufacturer ref.#: (B)(4).